Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be a faulty right force sensing resistor. To correct the condition, the right force sensing resistor was replaced. If any additional information is received, a follow-up will be sent. This event was not reported by the customer. There was no patient involvement, injury, medical intervention or adverse event in association with this event.

Event description:
A baxter technician reported a flo-gard infusion pump with alarm f-38. It was not reported when, or in which care area, this event occurred. The technician stated that there was no patient injury in regards to this failure; however, it was not reported whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.